Manufacturer narrative:
Upon reception, the returned smartview connect tested and the reported behaviour was reproduced: the message "bluetooth keep stopping, close app" was displayed. The device is not able to connect to network. Review of the event log did not permit to establish any findings. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that the reported event is due to a hardware failure or a malfunction in the pre-installed software on the smartview connect. No malfunction is suspected on the smartview connect application itself. This case is recorded for trend purposes.

Event description:
Reportedly, on 6-february-2026, the transmitter display the message "bluetooth keeps stopping, close app.".

Event description:
Reportedly, on (B)(6) 2026, the transmitter display the message "bluetooth keeps stopping, close app.".

Manufacturer narrative:
Analysis of the returned subject device did confirm the reported event. When the transmitter is used, bluetooth error message is displayed. Review of the event log is ongoing, results will be provided on the next report.